Manufacturer narrative:
Device passed displacement test, a21 error test and all operating currents tested within the specification range. No unexpected low battery alarm were noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. (B)(4).

Manufacturer narrative:
Insulin pump passed displacement test, a21 error test and all operating currents tested within the specific range. No unexpected low battery alarm were noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons was harder to press. Customer's blood glucose level was unknown. Customer reports insulin pump rejected new battery. Customer states insulin pump no longer respond when first pressed. The insulin pump will not be returned for analysis.